Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report# 9616099-2008-02077. This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The female pt received 2.5 x 13 mm cypher select plus stents in the mid lad and the first diagonal. Approximately eleven months post procedure the pt experienced myocardial infarction. Coronary angiography showed 90% diameter stenosis in segment 7 (mid left anterior descending) and 60% diameter stenosis in segment 9 (first diagonal branch) as well as 70% stenosis in the mid circumflex and 90% stenosis in the proximal circumflex. Re-pci was completed with an additional stent placement. Four days post stated procedure the pt experienced myocardial infarction and cardiogenic shock which resulted in patient's death.